Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found recharge antenna failure with no device found message. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple of days, the recharger paddle has been getting "very warm" while charging their implanted neurostimulator. Patient also stated it takes forever to charge their implant; for example, it takes them at least an hour to charge from 50% to full. Agent reviewed charge duration rates as well as controller "sleep mode" and recharging speed and temperature. Patient did not have recharger present at time of the call but will call back with sn to order replacement. Pt reports that they got the replacement controller (previous case), but thought they were supposed to also a recharger (rtm) sent. They said new controller makes charging speed faster but the rtm still heats up. Emailed repair to send replacement rtm.